Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as a touch contamination. The pd nurse stated that she ¿could not confirm if proper cleaning was done¿. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. The same day as onset the patient was treated with intraperitoneal unknown antibiotics for seven days (frequency not reported). Pd therapy was ongoing. At the time of this report the patient effluent was clear. The patient was recovered from this peritonitis event (five days after receipt of this report). The patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.